Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it, and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2005, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that her one touch ultra meter was set to the incorrect unit of measurement (uom). The pt had been unaware of the incorrect unit of measurement. The pt was allegedly taken to the hosp, due to low blood glucose levels and treated for kidney failure. No further info was provided. It would have been helpful to know the results obtained on the reported meter, how the results were perceived by pt's medication regimen, blood glucose results obtained at the hosp, and the treatment administered for her blood glucose level. It would have also been helpful to know more details regarding the pt's kidney failure. The reporter mentioned that the meter was not previously set to the correct unit of measurement. This case is being reported as a malfunction, due to the fact that meter is in the wrong unit of measure, while the pt does not recall going into the meter settings. The meter and control solution were replaced.